Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had called earlier about high blood glucose. Customer was assisted with giving a bolus with the insulin pump. Offered to troubleshoot again for high blood glucose but customer declined. Customer declined further assistance. Advised customer to monitor pump and blood glucose. Blood glucose was at 446mg/dl. Customer states their blood glucose is coming down. Advised customer to wait until her active insulin comes down.